Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, during a surgical procedure on (B)(6) 2023, when intra-operative testing the leads the physician realized that the contact tail had a cut in the outer casing. The physician decided to use a swift lock and put it over the lead to help fix the problem. High impedances were noted. However, during a post-operative appointment no high impedances were found. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.